Event description:
Revision surgery was performed. Pain, weakness of the legs and hip, elevated cobalt and chromium levels, exposure to metal debris, tissue damage, necrosis and fluid accumulation around the hip reported.